Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue, and found a leak at the helium gauge. The fse replaced the gauge, the gauge bracket, helium tubing assembly, and the gauge adhesive. The unit passed all functional and safety tests.

Event description:
N/a